Event description:
Plaintiff alleges in his lawsuit: on or about (B)(6) 2007 a male patient underwent diagnosis of iliocaval venous thrombosis. A cook gunther tulip vena cava filter was used to prevent iliocaval venous thrombosis. The patient's condition was not remedied by this procedure and on (B)(6) 2011 the patient subsequently became physically worse than he was prior to surgery. He further alleges he suffers chronic pain and continues to be treated by various medical providers up until the current date. The patient has stated he was advised by his medical providers that the filter is causing the patient's pain. He alleges he continues to suffer with various complaints associated with the complications of the alleged cook gunther tulip vena cava filter. No additional information has been provided in the lawsuit or by the reporter. According to the lawsuit, the device remains implanted at this time. It is unknown if additional procedures were done.

Manufacturer narrative:
Expiration date: unknown as not is unknown. Pain is not labeled in the IFU. Event evaluation: still under investigation.